Manufacturer narrative:
The device was returned to the philips bench for repair and evaluation. The extended event log was not available for review. The reported issue was confirmed and isolated to the optical switch. The optical switch was replaced and the device tested. The device passed all testing and was returned to the customer for use. This case represents a malfunction of the optical switch.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl was unable to deliver a shock of 150j, as only a 30j shock was delivered to the patient on (B)(6) 2016. A second defibrillator was used to deliver a 150j shock, returning the patient to sinus rhythm. The customer reported that the patient died during surgery to repair a block artery immediately afterwards. The customer stated that the device behavior contributed to the patient's outcome.